Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds and impedances. The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.